Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient and release criteria was met. Upon releasing the closure device, it was noted that there was a device related thrombus present. No intervention or treatment was performed. The procedure was continued and successfully completed with the closure device implanted in the laa of the patient. There were no consequences or any other complications as a result of this event.